Event description:
During biventricular triple-chamber implantable cardioverter-defibrillator implantation, the micropuncture wire sheared off inside the patient. The physician spent the next hour to successfully retrieve the wire. A significant dissection was carried out.